Event description:
CT surgeon requested to use new product (preveleak) for open heart case. Vendor was present in the case and had brought in a "sample" of the product which was in the same box that the sterile product was packaged in. Before the case, registered nurse (rn) took product from core refrigerator and placed on cart in or. During case, surgeon asked for the product. Vendor had placed the sample product in the same area as the sterile product. When the surgeon requested the preveleak, she touched one of the packages and said "do not open that one, it is my sample product". Rn opened the product which vendor had not touched. At the end of the case vendor realized that opened product was indeed the "sample" product which was labeled as non-sterile, sample. Current identified issues: 1: the vendor should not bring in sample products into the or suite. 2) the sample product was in the same packaging as the actual product for use which caused confusion. 3) there were no packaging differences to differentiate the sample from the sterile package. 4) sticker with "sample" warning was on only one side of the box. Patient now has to be followed closely to prevent and monitor for any systemic/cardiac infection that may result of having a non-sterile product placed on his sutures.